Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 400 mg/dl. Elevated bg was addressed via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer reverted to alternate insulin therapy. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.